Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28aug2024. Ultrasound-guided access was obtained in the femoral artery. Per the reporter, the fellow pulled the wire "too hard" and the wire unraveled due to "user error."

Event description:
As reported, during an unknown procedure, a micropuncture trasition less stiffened cannula access set's wire unraveled upon attempted removal of the device and became stuck in the patient. The physician used a snare to remove the wire, and the procedure was continued. The patient is reportedly "ok". A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5 corrected information: d9, h3 = information regarding device return was available but inadvertently omitted from the previous follow-up report. Summary of event: as reported, during an unknown procedure, a micropuncture transitionless stiffened cannula access set's wire unraveled upon attempted removal of the device and became stuck in the patient. The physician used a snare to remove the wire, and the procedure was continued. The patient is reportedly "ok". A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 28aug2024. Ultrasound-guided access was obtained in the femoral artery. Per the reporter, the fellow pulled the wire "too hard" and the wire unraveled due to "user error." The physician had "no concerns". Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a search of sales history was unable to determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error likely contributed to this event. The user reportedly pulled too hard on the wire, suggesting that excessive force was used, which likely damaged the wire. It is possible that the user pulled the wire back through the access needle; however, this cannot be definitively determined based on information provided by the customer. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 11oct2024. Per the reporter, the physician had "no concerns".